Event description:
It was reported by service report that the scale read minus 32 pounds and the bed exit did not work. It is unknown if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: scale need to be zeroed. H6 conclusion code: scale was properly zeroed.